Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. One 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual and functional evaluations were performed. The investigation confirmed for balloon defective/ inflation issue, as the device exhibited deflation issues and required extra manipulation to allow for deflation. The difficulty in deflation could be attributed to the asymmetry of the balloon. The balloon inflated and deflated without difficulty at the time of evaluation. The root cause of the event has been determined to be manufacturing related. The device is labeled single use. Through a communication with the u.s. Food and drug administration on 09/16/2019, it was identified that the procode knt is no longer eligible for voluntary malfunction summary reporting (vmsr). However, the initial emdr was previously submitted in the prior quarter when the procode was eligible for vmsr. Therefore, this report is the supplemental to the initial report. H10: g4: PMA/510k, h11: g1: MFR site. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model: 000720 gastrointestinal tube allegedly experienced difficulty inflating and deflation the balloon. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. One 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual and functional evaluations were performed. The investigation identified difficult to inflate and deflation issue, as the device exhibited deflation issues and required extra manipulation to allow for deflation. The difficulty in deflation could be attributed to the asymmetry o the balloon. The root cause of the event has been determined to be manufacturing related. The device is labeled single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 000720 gastrointestinal tube allegedly experienced difficulty inflating and deflation the balloon. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.